Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve, was implanted in a patient via ventricular peritoneal shunt on an unknown date with an initial unknown setting. The valve was suspected of being clogged. The patient was taken to the operating room on (B)(6) 2021 to have the shunt valve explanted. The patient is following up.

Event description:
N/a.

Manufacturer narrative:
Updated fields - d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. Device history record (DHR) - product code 82-3842 with lot ctjbvy, conformed to the specifications when released to stock in (B)(6) 2015. Failure analysis - the valve was visually inspected, it was noted that the silicone was cut/torn around the siphon guard as well as needle holes in the needle chamber. The position of the cam when valve was received was 30mmh2o. The valve failed the test for leak, it leaked from the tear/cut in the silicone housing. The siphon guard was visually inspected a scratch/cut mark was noted in the siphon guard. The valve passed the test for programming, occlusion, reflux, siphon guard, and pressure. The reported incident was not duplicated. Root cause - the root cause for the tear/cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion was noted.